Event description:
It was reported that the image was splitting up during fluoro mode. No patient injuries reported.

Manufacturer narrative:
Ge representative evaluated system and found defective interconnect cable. Rep replaced cable, performed operational tests. System is operating as intended.